Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-12710. It was reported (australia) the patient experienced ineffective stimulation due to the migration of both leads, as confirmed via x-rays. Reprogramming attempts were unsuccessful. To address the issue, the physician explanted and replaced both of the patient¿s leads. Postoperatively, effective therapy was restored.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-12710.